Event description:
During preventive maintenance on (B)(6) 2019, a hydraulic fluid leak was observed on the hydraulic pump motor. There was no patient involvement.

Manufacturer narrative:
The hydraulic fluid leak at the t2x table's hydraulic pump was caused by an o-ring seal that had degraded over time. The o-ring was replaced and the table was tested to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.